Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. Abrasions were noted on the insulation, exposing both the df-1 coil and the is-1 coil. The df-1 coil was also melted. The abrasions are consistent with that occurring due to friction with the ICD can. Reliability laboratory technician; st. Jude medical crmd reliability laboratory failure e (event) observed during analysis.